Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device alarmed no delivery alarms. Customer's blood glucose was over 20 mmol/l. Alarm was resolved by a complete set change. Customer will not be returning the reservoir for analysis.